Manufacturer narrative:
The event is currently under investigation.

Event description:
During a varicocele embolization to spermadic vein procedure, the physician was trying to deploy the retracta coil and the thread became entangled with the adjacent nester coil that had already been deployed. This prevented a smooth deployment, it eventually came off after forceful manipulation. The patient did not require any additional procedures nor experience adverse effects due to this occurrence. No part of the device remained inside the patient. No adverse effects to the patient were reported due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of device history record, drawings, and instructions for use (IFU), visual inspection, quality controls, and manufacturing instructions was conducted on the returned device during the investigation. The delivery wire was returned for investigation and evaluated. The end of the wire is stretched and unraveled. No coil was returned for investigation. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Based on the provided information, a definitive root cause cannot be determined at this time. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). Product has been received and the investigation is ongoing. A follow up report will be sent upon completion of the investigation.

Event description:
During a varicocele embolization to spermadic vein procedure, the physician was trying to deploy the retracta coil and the thread became entangled with the adjacent nester coil that had already been deployed. This prevented a smooth deployment, it eventually came off after forceful manipulation. The patient did not require any additional procedures nor experience adverse effects due to this occurrence. No part of the device remained inside the patient. No adverse effects to the patient were reported due to this occurrence.